Manufacturer narrative:
(B)(4): physio-control is in the process of evaluating the device and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that during a pt event, the device keypad intermittently would not respond to the end user. The reporter advised that the device started functioning after a power cycle of the device. The delay in patient care is unk. There were no adverse effects caused to the pt from result of the reported failure.